Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break.

Event description:
During the additional tightening of a locking peg or screw, the driver tip broke in the head. The tip could not be removed; it was left in the patient.